Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/06/2017 that on (B)(6) 2017, the receiver high levels alarm changed by itself. No additional patient or event information is available. Data was received but is not relevant to the product at fault. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up with an error. Functional testing was unable to be performed. A review of the downloaded data log but could not confirm the reported event because the data not reflect the full investigation window. A root cause could not be determined.